Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touch screen was unresponsive, and an occlusion alarm occurred. Customer continued to use the pump for insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.